Event description:
A patient required a second surgery to correct the refractive error after the initial surgery to implant an intraocular lens.

Manufacturer narrative:
Based on documentation provided from the reporter, it appears that the user did not follow the proper instructions for operating the device. The documentation indicates only one measurement of axial length was obtained although the axial length measuring procedure and also the user manual indicates five measurements need to be obtained. Five measurements are needed to assure the confidence of the mean value. Thereafter, it appears that this one measurement was used to calculate the intraocular lens to be implanted contrary to the user manual. Furthermore, a handwritten note indicates that someone at the site may have been aware of an issue as the note states "dr (B)(6) to dense for iol master". The iol master was checked by a service technician. The service notes indicate the optics had been dusty and that the motor speed was out of range. The service technician cleaned the optics, adjusted the motor speed, and verified operation and calibration of instrument. However, the findings reported by the service technician would not have affected the measurements.